Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not working properly. The clip would not stay in the instrument. The jaws were popping open when the clip was attempted to be loaded in the trocar. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument passes engagement and able to retain clip through engagement but cannot apply the clip in 3 out of 3 attempts. Components on the proximal end that could have contribute to the failure show no damage. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).